Manufacturer narrative:
Section h11 of the initial medwatch report indicates: stryker evaluated the customer's device and duplicated the reported issue. Stryker determined the damaged screen was the cause of the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, the device was returned to the customer for use. Section h11 of the initial medwatch report should indicate: stryker evaluated the customer's device and duplicated the reported issue. Stryker determined a damaged backlight inverter was the cause of the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device that the screen was blank. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker determined the damaged screen was the cause of the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device that the screen was blank. In this state the device may not be able to deliver defibrillation therapy if needed.there was no patient involvement reported with the event.